Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and mildly calcified graft anastomosis vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during second inflation, the balloon ruptured vertically. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.

Manufacturer narrative:
(B)(6).